Event description:
User stated the analyzer was leaking and water was on the floor underneath and in front of the analyzer. No one was injured or fell. No patient samples were involved.

Manufacturer narrative:
The field service representative determined there was a broken fitting and replaced the fitting. Calibration and qc were performed to verify analyzer operation.